Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the needle enters the epidural space, the plunger would not slide inwards. This issue has occurred several times at the same hospital although only one complaint has been reported. Sometimes the syringe plunger would slide better after the user tried to have the plunger move a few times. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the lor syringe with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the syringe not sliding could not be determined based upon the information provided and without the sample.

Event description:
It was reported that when the needle enters the epidural space, the plunger would not slide inwards. This issue has occurred several times at the same hospital although only one complaint has been reported. Sometimes the syringe plunger would slide better after the user tried to have the plunger move a few times. There was no patient injury.